Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck was 20mm in diameter and 10mm in length. There was calcium in the proximal neck and iliac arteries. It was reported that this patient had a very small bifurcation and disease in the left iliac. A fem-fem bypass was performed. There was a type I endoleak at the level of the renal arteries after stent graft placement. A decision was made to use aptus staples to try and resolve the endoleak. This had some impact, however, the leak remained. Therefore, another manufacturer¿s stent was used to iron out any potential wrinkles in the graft. After placement of the stent the leak diminished and was very small. The physician thinks the leak will resolve and chose to not do any further treatment. The physician thinks the cause of the type I leak is a short angled neck where he did not get circumferential seal of the graft. The physician will monitor the patient. No additional clinical sequelae were reported. A review of pre-implant ppt and CT's confirmed that the patient had a short and angulated neck. There was significant calcification seen along the aorta and proximal neck; especially along the posterior side of the neck. It is likely that the short, angulated and calcified neck may have contributed to the type ia endoleak.

Manufacturer narrative:
(B)(4).